Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) level was in the 277-411 mg/dl range. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, the customer had manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.